Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event and eversense continuous glucose monitoring (cgm) system did not alert the patient. The blood glucose (bg) reading was 30 mg/dl where as cgm showed 80 mg/dl. Patient did not require medical attention since he got assistance from his wife. Patient is doing fine.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review based on the investigation, it was observed, that there was no manual glucose entry of 30 mg/dl at 3 am cet on 9th of july 2020 to confirm if there was a mismatch between the sensor reading and the fingerstick measurement. However, the system did assert a low glucose alert around 5:43 am cet and only the repeat of the low glucose alert at 5:53 am cet was captured in dms . Further investigation could not be possible since transmitter was not returned for evaluation to download the transmitter log file. Further analysis showed that the system detected a potential malfunction and alerted the user on 11th of july. The user was re-inserted with a new sensor on 17th of july 2020.